Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was separated from the jaw, missing a portion, and exposing metal. The teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, there was an unusual amount of tissue sticking to the bottom probe after a seal and cut was completed. The physician would activate seal and release and the bottom probe continues to stick to the tissue so much to the point where they could not control the bleeding. A bipolar kleppinger was used to finish sealing and control the bleeding. There was no patient injury reported. No further information was provided.